Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative alarm occurred on a bipap a40 pro device. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.